Manufacturer narrative:
Findings: pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement test due to missing segments. Pump also received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated the screen has a crack.